Event description:
It was reported that the day after implant the lead had high impedances in unipolar and bipolar mode. An attempt was made to reposition the lead and impedances remained higher than expected after repositioning, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).